Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens(iol) implant procedure at the time of insertion the iol, its haptic remained attached in the optic body and after many manipulations of the surgeon, the haptic did not expanded. After that, the surgeon forced to remove the iol from the patient eye during the initial procedure and replaced with another lens. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. Haptic folded over the optic was initially observed. Iol returned positioned incorrectly in the iol case with one haptic folded over the optic. Solution is dried on the iol. On removal from the lens case, the folded haptic unfolded. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company preloaded device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).